Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01668. It was reported the patient underwent a full system replacement. The reason for the procedure is unknown.

Event description:
Additional information indicated the lead was explanted and replaced due to displaying high impedance. During the explant procedure it was noted visually be the physician that the lead was fractured. Surgical intervention addressed the issue.